Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3), lot j044, for a sample containing anti-e and anti-c.

Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that negative results appeared negative as reported by the instrument. Immucor (B)(4) received patient's sample. Negative and weak positive reactivity was obtained with testing performed on the echo with lot j044. Negative reactivity was obtained with lot j045. The unexpected negative reactivity appears to be related to the nature of the antibody in the sample and is at the limit of detection.